Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: this is a report about tray pack residue. According to the customer's report, the styrofoam tray was damaged and its particles were adhering to tubes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no sample and 1 photo were returned by the customer in support of this complaint. Visual examination of photo was performed and revealed tray pack residue and damage. The exact cause of the damage could not be determined. Based on evaluation of the complaint photo, this complaint meets the criteria for a previously investigated complaint. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: this is a report about tray pack residue. According to the customer's report, the styrofoam tray was damaged and its particles were adhering to tubes.